Manufacturer narrative:
Other applicable components are: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient.

Event description:
Information was received from the patient. It was reported that their stimulation would sometimes shut off by itself, even if they weren¿t using the device. The patient stated that they would turn it on for a couple of weeks and it would be fine, then they would wake up and it would be shut off without them turning it off. When they would check the device, it would show that stimulation was turned off and they wouldn¿t feel anything. The patient stated that they thought maybe the batteries were going dead, so they tried changing the programmer batteries. It was recommended that the patient follow up with their healthcare provider (hcp) to have the device interrogated. It was noted that the issue started about four months prior to the date of this report. No further complications were reported or anticipated. Indication for use is radicular pain syndrome (radiculopathies).